Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to a high out of range impedance measurement on this right atrial (ra) lead. Additionally, there was a stored signal artifact monitoring (sam) episode and atrial tachy response (atr) episodes inappropriately stored due to oversensing noisy signals. Technical services (ts) recommended to test the ra lead and check for any signs of fracture (noise or unsteady impedances during isometrics and pocket manipulation). Furthermore, the patient was brought into the clinic for a device check, and impedances remained stable in both bipolar and unipolar. Noise was also seen while the patient performed isometrics in both bipolar and unipolar. This ra lead was reprogramed from unipolar to split configuration and the sensitivity was adjusted. This system remains in service. No adverse patient effects were reported.